Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer is reporting cracks on her reservoir compartment. Customer stated she was not able to get the reservoir remain connected to the reservoir compartment. Customer states there are also cracks on the back of her pump. Product is expected to return.